Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead no longer captured. The physician elected to change the programmed mode to right ventricular pacing only to prolong the battery longevity.